Manufacturer narrative:
Aso received returned samples from consumer and performed test for adhesion properties.

Manufacturer narrative:
Aso has conducted test for adhesion properties on retained samples with the same lot number. In addition, aso has reviewed records for biocompatibility test data. Please refer to section of this report for further details.

Event description:
Consumer reported that the device ripped off the skin on both of her wrists when removing and caused scars. No medical attention was sought.